Manufacturer narrative:
(B)(4): conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an open incisional hernia repair procedure on (B)(6) 2010 and mesh was used. On (B)(6) 2011, the patient developed pain and had an increased volume in the area of the surgery. An abdominal ultrasound was done and a hernial ring of 10cm from the edge of the mesh was implanted to the right rectus muscle. The implanted mesh was "cut". It is planned for the patient to have a re-operation.